Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. This report is for an unknown screw locking /unknown lot. Part and lot number are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the physician reported that the proximal femoral nail aiming arm and the pfna set is not aligned, faulty. More details and information will be gathered at a later date.. This complaint involves two parts. This report is 2 of 2 for (B)(4).

Event description:
Further it was reported that the initial procedure was completed successfully. Surgical delay is unknown. Patient status is unknown. Two aiming arms were included in the pfna kit. It was unclear which malfunctioned so both devices will be evaluated. Six (6) weeks after the surgery, during a regular follow up the fracture showed good healing progress and union, but in x-ray the distal locking screw was observed outside the locking hole. According to the physician no further complications were reported and no additional interventions are planned/required. This report is for an unknown distal locking screw. Concomitant device reported: unknown guides/sleeves/aiming: surelock (part # unknown, lot # unknown, quantity unknown). This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.